Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Dexcom was made aware on 02/15/2024, that on (B)(6) 2024, the patient experienced a skin reaction. The sensor was inserted into the arm. On (B)(6) 2024, it was reported that the patient experienced a skin reaction with itching and burning, under entire patch area, which occurred an unknown number of days after the sensor had been inserted in the arm. The reaction was described as an intense allergic reaction. Dermatological tests were carried out that showed an allergy to isobornyl acrylate, and it was stated in the report that the patient had an allergy to the dexcom g6 glue. A photograph was provided for investigation. The allegation was confirmed via photographic inspection. The probable cause could not be determined. No additional event or patient information is available.